Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the syringe catheter tip 50ml, the device experienced an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device ( cap a different color) or the way it was used. The following information was provided by the initial reporter. The customer stated:   we had an issue with a bd 60 cc syringe. The cap of the product ended up in the patient. It was during a gyn procedure and caused patient harm so the patient had to be re-admitted. They needed to inject jelly using the syringe in the uterine canal so they could complete a screening. Customer is asking if bd can make the cap a different color, as this is a patient risk ¿ because the clear cap is not always visible. The customer said this happened 2 ½ years ago ¿ same incident, so seems to be recurring safety risk.